Event description:
MFR rep reported an adverse event in 2004. Pt's trial went fine 4 days ago pt's implant was performed. In recovery, the pt was unable to move legs even though pt was getting good stimulation. Hcp went back into or that night and removed the lead. The pt was catherized due to inability to void. Pt had two MRI's done - first one showed nothing, second one showed inflammation of the dura. Pt was still in the hosp as of 4 days later.